Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia with a highest glucose over 400 mg/dl for approximately two hours, with sustained high-glucose alerts, despite no observed infusion set leak or pump alarm and with subsequent improvement after a guided infusion site change. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for professional medical intervention, no assistance from others, no backup therapy use, and no ketone testing. Investigation included customer interview, device-use review, and troubleshooting education. Investigation of this case revealed no evidence of interrupted insulin delivery or set failure and a glucose decline after site change, leaving the cause indeterminate. It was concluded that the event was user-reported hyperglycemia with cause unclear, with resolution trend after set replacement and no injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.